Event description:
It was reported by the caller that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Ta system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A supply change was performed resolving the occlusion.